Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing three days post implant procedure. It was noted that the pocket migration of the implantable pulse generator (ipg) was suspected. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.